Event description:
It was reported that the atrial lead warning triggered for increased impedance. The lead has a history of varying impedance. It was also reported that the atrial lead threshold could not be measured and it exhibited pacing failure at max device output. Ther use of the atrial lead was discontinued and the device setting was changed from ddd to vvir. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.